Event description:
It was reported that while infusing a patient with dopamine, a pump alarmed for system error 322 (link switch error). It was also reported that the pt experienced a drop in blood pressure to 66/30, which lasted for 10 minutes.

Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation. Baxter's evaluation is in progress. When complete, a supplemental report will be submitted.